Event description:
It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient when the physician noted that there was air in the appendage. The procedure was completed and the patient received a 27mm closure device. There were no interventions performed. The patient had no hemodynamic changes and had no residual effects as a result of this event. The patient was discharged doing fine the following day.